Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised. Due to heterotopic bone, the joint was 'frozen'. In order to address this, surgeon removed the head and liner to access the joint. A 36 +0 head and 36f 0° liner were revised to a 36 +10 head and another 36f 0° liner. Rep confirmed that though the surgeon decided to lengthen the patient, there are no allegations against the revised implants.